Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited occlusion alarm, no air detected, nd pump wont run alarm. It was reported that the tubing clamped, cassette removed, and tubing massaged "no air detected" cassette reattached and upon start up, pump alarm "nd pump wont run". No reported patient injury.